Event description:
It was reported, the rigid video scope had no image. There were no reports of patient harm.

Manufacturer narrative:
E2: n. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.